Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm. No further details given.